Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test and displacement test or verify e13/a13 alarm and blank display due to full segment display. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a watchdog timeout alarm after insulin pump dropped. Customer was not able to clear the alarm. The customer stated that after reinsert the battery, display was not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.